Event description:
It was reported that the tip of the unit broke. It was further reported that there was a 30 min delay during the procedure.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.